Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4): the keypad was returned torn along the bottom. During testing, all keypad buttons were intermittently unresponsive. During investigation, evidence of contamination was found under all key contacts. Unrelated to the complaint, evaluation revealed a cracked battery compartment. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.

Event description:
The patient contacted animas on (B)(6) 2012 stating that the up arrow and down arrow keypad buttons were intermittently unresponsive and sticking. The patient noted a tear by the ok keypad button, and indicated that the tactile issues had occurred first. The patient denied any damage to the keypad or evidence of moisture in the pump. The patient reportedly wore the pump in a pocket and did not clean the pump. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad response issue.